Manufacturer narrative:
Qn# (B)(4). The device history review the product auto endo5 ml lot# 73e1800203 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clipping was no problem at first, however the clips came out closed. A new unit was used. No health injury occurred.